Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a colonoscopy procedure performed on (B)(6) 2014.   According to the complainant, during preparation, the snare loop was extended out of the sheath when the loop detached. The procedure was completed using a second rotatable medium oval snare.   There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event: snare loop detached the device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual analysis of the returned device found that the catheter was torn/split near the handle and the wire was also kinked in this section. It was also noted that the distal section of the catheter was smashed and damaged. The device was actuated and the loop was found severely bent. The complaint was not confirmed. The loop was not detached. It is possible that the failures found were probably caused due to the device manipulation during the preparation. Therefore, the most probable root cause of this issue is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during preparation, the snare loop was extended out of the sheath when the loop detached. The procedure was completed using a second rotatable medium oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.